Event description:
It was reported that the patient was found to have low flow alarms during their clinic visit. The patient was admitted to the hospital and a chest computerized tomography (CT) scan showed concern for possible nonocclusive thrombus in the aortic to left ventricular assist device (lvad) conduit. There was a concern for outflow graft kinking. A review of the log file revealed intermittent low flow events throughout the log (B)(6) 2022. It was also noted that the calculated flow was routinely captured right at the 2.4 lpm threshold but was not sustained long enough to trigger the audible alarm. The pulsatility index (pi) was widely variable over the course of the log. The flow recovered back into the 3 lpm range near the end of the data log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Main investigation conclusion. The reported outflow graft (ofg) thrombosis and kink could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. Evaluation of the submitted log file confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The controller event log captured transient low flow fault flags when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in a total of 3 low flow hazard alarms between (B)(6) 2022. The controller periodic log file captured five low flow fault flags which resulted in 1 low flow hazard alarm on (B)(6) 2022. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbookare currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19jun2019. No further information was provided. The manufacturer is closing the file on this event.